Manufacturer narrative:
The customer¿s report that a leak occurred from the pca tubing end connector (female luer) was confirmed. Visual inspection confirmed that the female luer had a lateral crack. During functional testing the set leaked from the cracked female luer. No other leaks were observed throughout the set. The root cause of the crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that a leak of narcotic occurred from the pca tubing end connector (female). No patient harm was reported. The female connector which interfaces with maintenance line (male) was found to be cracked. The event occurred on the transplant, urology, plastics and gynecology unit.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient demographics were provided.

Event description:
It was reported that a leak of narcotic occurred from the pca tubing end connector (female). No patient harm was reported. The female connector which interfaces with maintenance line (male) was found to be cracked. The event occurred on the transplant, urology, plastics and gynecology unit.